Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Minor scratched display window, cracked case at display window corner, cracked reservoir tube window and cracked reservoir tube noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer is unable to clear the alarm and the insulin pump won't stop alarming. The blood glucose reading is 290 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.